Event description:
It was reported that the customer was admitted to the hospital for an undefined blood glucose (bg) level, cause was unknown. The customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.